Manufacturer narrative:
(B)(4) date sent to FDA: 12/01/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent laparoscopic ventral hernia repair and mesh was implanted. Two to five days after the procedure, the patient experience hernia recurrence. No additional information was provided.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent laparoscopic ventral hernia repair and mesh was implanted. Two to five years after the procedure, the patient experience hernia recurrence. No additional information was provided.